Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that beginning in (B)(6) of 2011, patient experienced redness and itching under the sensor pod. The patient did not require medical intervention.at the time of his call to technical support, the patient reported being in fine condition.